Manufacturer narrative:
This MDR was generated under protocol (B)(4) , as a result of warning letter cms# (B)(4) . A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. No physical damage was observed. Visually inspected and found that h-31b air detector sensor damaged. The root cause of the reported issue was found to be customer caused. Actions were taken to mitigate the reported issue: replaced h-31b air detector sensor and sensor board.

Event description:
It was reported that the device's tubing is getting pinched off air in line. No patient injury was reported.